Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the device was fired and then the surgeon struggled to extract it from the patient. The "anastomoses" was incomplete and the bowel was not sealed/stapled properly. They had to resect and re-staple the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was broken and trigger was disengaged close to the safety feature. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The anvil of the instrument was observed to be tilted and attached to the instrument and the cutting ring showed deep traces of knife impression and the ring was received completely severed. The wing nut functioned properly but the safety was broken off. The trigger was loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.